Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The safe-t-j fixed core wire guide was returned inserted through a 8.5fr ult mac lock device. The wire was not able to be removed from the ult device. 8.6cm of the wire exits the ult at the distal end. The wire guide is elongated and the back weld is secure. The distal weld connected to the coil, but not the core wire. The safety wire is exposed 5.2cm at 96.0cm from the proximal end. The core is exposed 3.7cm at 91.8cm from the proximal end. The outer diameter measured within specifications. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirement, each wire guide is 100% inspected and verified prior to release. A review of the device history record showed one non-conforming event; however; all non-conforming product was scrapped prior to completion of the final lot. There were no other reported complaints for this lot number. The device was found to be elongated following removal of the device and the physician stated there was slight resistance. The coil elongated due to the safety wire coming away from the distal weld. Based upon the information provided and the characteristics displayed, definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
The outer diameter of the wire guide lodged inside the catheter was measured to be in specification and compatible with the 8.5 french mac-loc catheter (concomitant device). The catheter does not have any visible damage (dents, nicks, splits) to the shaft tubing or the distal tip.

Manufacturer narrative:
Product code correction - dqx (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that, during a drainage catheter placement procedure, the physician noted that he felt slight resistance while removing the safe-t-j fixed core wire guide. Following the successful completion of the procedure, as the complaint device was outside of the patient, the safe-t-j fixed core wire guide was noted to be elongated on the distal side. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.